Manufacturer narrative:
Investigator assessed that the event was unlikely related to index device and probably related to anti-platelet medication. Patient is recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted in the lad. On the same day, the patient suffered from a grade c coronary artery dissection in the lad. This required a stent as treatment. The investigator reported that the dissection was not caused by a medtronic device. Safety assessed that the event was possibly related to the device and not related to the antiplatelet medication.

Manufacturer narrative:
The investigator assessed the event as probably related to the device. If information is provided in the future, a supplemental report will be issued.